Event description:
Pt's one touch ultra meter would not power on. Pt described feeling dizzy; weak and having blurry vision at the time of concern. Pt reported that they had experienced a blood glucose reaction because they had been unable to test and take their insulin. No medical care was sought from a health care professional. The customer service rep discovered the battery contacts were in good condition, pt was using correct test strips, the battery was correctly installed, and that the battery was replaced less than 1 year ago. The meter would not power using a new battery or by pressing the "m" button. The meter was replaced. Medical affairs specialist mailed a letter, since the pt could not be reached by telephone. There was insufficient evidence to prove that the meter contributed to an adverse event. Pt's blood glucose level at the time of concern is unk, pt had not received any medical care, and timing of events is unk.